Manufacturer narrative:
Additional patient ID: (B)(6). (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had open reduction and internal fixation (orif) on an unknown date in 2012. On (B)(6) 2019, the patient underwent a removal of a tibial nail, locking screw 72mm, locking screw 40mm, two (2) locking screw 36mm, and locking screw 46mm due to partial non-union, delayed healing, inflammation and infection. There was no surgical delay. Procedure was completed successfully. Patient status was satisfactory. This report is for one (1) locking screw 36mm. This is report 6 of 6 for (B)(4).